Manufacturer narrative:
(B)(4).

Event description:
The customer contacted philips healthcare to report that the device would not work while working on ac power supply. The customer requested parts information to order an ac power supply. There was no report of patient involvement.